Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the plaintiff suffered from a right hip dislocation and required a closed reduction under moderate sedation on (B)(6) 2022. X-ray demonstrated that the femur was displaced superior and lateral to the acetabular cup. The patient tolerated the procedure well. This patient has a history of a primary right hip r3-tha surgery on (B)(6) 2017 and a subsequent revision surgery on (B)(6) 2021.

Manufacturer narrative:
The device was not available for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, it is noted the patient had pain, a dislocation and subsequent manipulation under anesthesia after a bending-twisting motion. It cannot be concluded the reported events were associated with a mal performance of the implant. The patient had a successful reduction and was instructed to follow-up with her orthopedic doctor; however, follow-up records were not provided. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for hip systems revealed that dislocation has been identified as a warnings and precautions, that may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, limited range of motion, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.